Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the bottom of the insulin pump and battery compartment was cracked and pieces were breaking off. Customer's blood glucose was 423 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
Unable to perform functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to crack end cap. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.